Manufacturer narrative:
Visual inspection during the investigation, no significant deformations or damage of the valves were determined. Permeability test: a permeability test has shown that all components are permeable. Computer controlled test: to investigate the claim of over-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the valves operate within the permissible tolerance in their respective relevant positions. Adjustment test: the progav 2.0 was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected and the braking force is within the given tolerances. Internal inspection: after dismantling of the valves, deposits were found in progav 2.0. Results: based on the investigation results, no functional abnormalities were detected in the shuntassistant 2.0. Visible deposits were found in the progav 2.0; however, these did not affect the technical properties at the time of the investigation. At the time of the examination, it was not clear to us how the aforementioned functional impairment occurred. Organic material in the patient's own cerebrospinal fluid may have temporarily affected function and is a known side effect of hydrocephalus therapy. Not every deposit in a shunt system depending on its location, quantity, and consistency leads to a deterioration in performance. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported tha a progav 2.0 with a shuntassistant 2.0 (25) (#fx643t) were implanted during a procedure performed. According to the complainant, the shunt system caused an overdrainage. The patient underwent a revision procedure. No patient complications were reported as a result of the revision procedure. The complained device was returned to the manufacturer for evaluation.